Manufacturer narrative:
H3: the solitaire fr revascularization device was returned for analysis. The trevo pro 14 micro catheter has a labeled ID (inner diameter) of 0.017¿. Per the solitaire fr IFU (instructions for use), the minimum catheter ID required is 0.021¿. Therefore, the trevo pro 14 micro catheter was found to be not compatible for use with the solitaire fr revascularization device. No bends or kinks were found with the solitaire pushwire. The marker coil was found to be intact. The pushwire was found to be broken ~0.835mm from distal end of marker coil. The solitaire fr stent was not returned. No other anomalies were observed. The solitaire fr broken pushwire was sent out for sem (scanning electron microscopy) analysis for failure analysis of the broken end. Per the sem analysis report, the wire end failed via tensile overload. Based on the device analysis and reported information, the customer¿s report of ¿marker separation from stent/separation¿ were confirmed as the pushwire was found to be broken and the stent was found to be separated and not returned. Possible causes for failure include detach element weakened after user attempts detachment. However, the root cause could not be determined. Based on the device analysis and reported information, the customer¿s report of ¿resistance during deliv/retrieval¿ was unable to be confirmed and the root cause was unable to be determined. Possible causes for ¿resistance during deliv/retrieval¿ are incompatible catheter, damaged catheter, or user does not maintain continuous flush. It is likely use of incompatible catheter contributed to the resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis #(B)(6):equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): the solitaire fr revascularization device was returned for analysis within a shipping box and within a resealable biohazard-bag. Visual inspection/damage location details: the trevo pro 14 micro catheter has a labeled ID (inner diameter) of 0.017¿. Per the solitaire fr IFU (instructions for use), the minimum catheter ID required is 0.017¿-0.027". Therefore, the trevo pro 14 micro catheter was found to be compatible for use with the solitaire fr revascularization device. No bends or kinks were found with the solitaire pushwire. The marker coil was found to be intact. The pushwire was found to be broken ~0.835mm from distal end of marker coil. The solitaire fr stent was not returned. No other anomalies were observed. Testing/analysis (including sem reports): the solitaire fr broken pushwire was sent out for sem (scanning electron microscopy) analysis for failure analysis of the broken end. Per the sem analysis report, the wire end failed via tensile overload. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿marker separation from stent/separation¿ were confirmed as the pushwire was found to be broken and the stent was found to be separated and not returned. Possible causes for failure is detach element weakened after user attempts detachment. However, the root cause could not be determined. Based on the device analysis and reported information, the customer¿s report of ¿resistance during deliv/retrieval¿ was unable to be confirmed and the root cause was unable to be determined. Possible causes for ¿resistance during deliv/retrieval¿ are damaged catheter or user does not maintain continuous flush. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a sfr4 solitaire stent had resistance and separated. The patient was transported by ambulance due to left m1 occlusion. Thrombectomy was performed using a stryker suction catheter cat6, a trevo pro 14 catheter, and solitaire x3-40. Severe stenosis was observed in the left internal cartid artery (ica)-cavernous, but both the microcatheter and the suction catheter passed without any resistance. From m2, solitaire was deployed and the first pass was performed with captive, but there was no improvement, so the second pass was performed. The deployment position was the same as with the first pass, and the same captive was used to collect the product. The resistance was stronger than the first pass from the beginning of withdrawal. When it was collected, suddenly it became possible to pull it lightly, but the solitaire marker was not moving under fluoroscopy. It was suspicious. When it was collected as it was, the stent part was not there. There was vascualr stenosi proximal to the thrombus formation site. The physician did not apply torque to the delivery pusher. 2 passes were made with the same stent. The proximal marker of the stent was not located within the microcatheter when the stent was collected. The stent remains in the m1 portion from the ica. No surgical or medical intervention is required. The surgeon did not attempt to dislodge the stent. The patient was being treated for an ischemic cerebral infarction in the left m1 distal. Tici (pre-operative) 0. Tici (postoperative) 0. Vessel tortuosity was normal. The patient's cerebral infarction worsened. After rehabilitation, the patient's condition improved somewhat and was transferred to another hospital. Ancillary devices: trevo pro 14 microcatheter, chikai 14 guidewire, cat6.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that they were not informed that there was resistance in the catheter. It was noted that if the rhv was secured during delivery, it would not be possible to deliver the solitaire. All microcatheters were collected after the solitaire was deployed to increase suction efficiency. The vessel was not revascularized, the m2 occlusion became m1 occlusion.

Event description:
Additional information was received that the patient was transferred to another hospital so the current situation was unknown. After the surgery, the patient received drug administration and rehabilitation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.